Event description:
Leaking blood after using the catheter. Incident occur - after use. When they place the catheter, blood comes out / too much pressure on the cap.

Manufacturer narrative:
Based on the return samples, through hole was observed on the 11 out of 37 end cap from batch 1323888. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of end cap. The air vent may be choke during molding and cause hot air to be trap. This affects the material flow to the final fill area at luer cone tip. CAPA#4710247 was initiated to address the issue. Complaint trend would be monitored.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 18ga 1.3mm od 32mm l blood leaks out of control plug leaking blood after using the catheter incident occur - after use when they place the catheter, blood comes out / too much pressure on the cap